Event description:
Additional information was received from a consumer. The patient experienced pain with her pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).

Event description:
The pump was replaced with a 20 ml pump because the patient stated that the 40 ml pump was too big causing the pocket to be uncomfortable. The therapy was working well. The device system was delivering clonidine and morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.